Event description:
The customer contact reported that during testing at the user facility, it was found that the insulation inside the device on the power board had evidence of sparking. It was reported, that the customer was conducting a plum pump power board survey when the evidence of sparking on the inside of the insulation was found. The customer contact reported it was random sampling of pumps. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was tested, repaired, and returned to clinical service at the user facility. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.